Event description:
Event description guidant received information that this chronic lead failed following dft testing. The lead was tested thru pacing system analyzer (psa) and found to be sensing and capturing normally, however following induction testing when the new device was connected to the chronic lead it no longer was able to sense. The patient was externally rescued. Upon retesting the lead with the psa and thru the device, no r-waves could were sensed and the lead would not capture.the device was explanted and replaced. The lead was surgically abandoned and a new lead was implanted.